Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported the bloodlines leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: one (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, leakage was observed at the pump segment connector of the venous line. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. Based on the photo, the reported defect is confirmed. The defect is a result of a failure in the production process; a poor solvent application technique was present in the pump segment. An approved project is in place to further address issues with leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.